Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer contacted technical service engineer (tse) to report they have a recoverable error 23103 on universal surgical manipulator (usm). Every time the customer attempted to recover the error, it immediately come back. Prior to calling, customer performed a hard power cycle with no change. The customer disabled arm 1 and continued the procedure as a 3-arm setup. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was first identified. The system functionality checked upon powering on the system, and it initially did power on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the outer distal set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed, and the error was confirmed in logs. The error was also replicated during testing via failed wrist encoder test. The distal suj passed all other tests on the test platform. The complaint was confirmed based on failure analysis.